Event description:
Information was received that a smiths medical cadd prizm vip infusion pump received an error and rtc battery not working. No patient injury resulted.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. The pump was powered on and it alarmed for "error code 10102". Upon further investigation it was found that the microprocessor board was faulty. Based on evidence, the complaint was confirmed. The root cause was attributed to the faulty microprocessor board.